Event description:
While attempting to ambu bag the pt, it was noted that the peep valve was stuck shut, despite the fact that this was a clean (new and unused) device. Nurse had to disconnect the peep valve in order to adequately bag the pt.